Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having an issue with auto mode. Blood glucose value was 500 mg/dl at the time of the incident. There was no medical attention given to the customer. No troubleshooting was performed because the customer decided to stop. Nothing will be replaced or returned.